Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted, during the manufacturing process.

Event description:
It was reported that during a colon procedure, there was an error code 3: handpiece displayed. Another like device was used to complete the procedure. There was no patient consequence.